Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl to 500 mg/dl and 384 mg/dl. Customer treated high blood glucose with bolus. Troubleshooting was not performed as call had been disconnected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide.